Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the handpiece found that the time limit was exceeded and the handpiece timed out.

Event description:
It was reported there was an error code during a surgical procedure. There error code was "replace handpiece." The needle size used during the error was 14 millimeters and the procedure was not completed with another handpiece.